Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The product was not returned by the hospital. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report 1 of 2 for the same event. Report 2 of 2 is reported on MFR #0001032347-2016-00282.

Event description:
It was reported that sometime in may (within a year of implantation) a sternalock blu (sl blu) revision took place due to infection in the xiphoid area. The hospital is culturing the trays to be sure that they are sterile. While the surgeon was removing the hardware, he noticed that the top 2 screws used in the manubrium were broken. One (1) screw that was used with a wide ladder plate had backed out and was broken as well. It is reported a total of 4 broken screws and 1 bent screw. The surgeon used a power driver to remove the remaining screws and the patient did not retain any hardware. The patient was not replated.